Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction and the following verbiage: please disregard all information in MFR number 3004753838-2017-100767 as this is a duplicate report. The reported inaccuracies is being reported under MFR number 3004753838-2017-101149.